Manufacturer narrative:
On 8/15/97, the MFR received a fax from the facility which states the following: the facility nurse went to the patient's home to refill the patient's device. The facility nurse stated that she received a return volume consistent with the device running at 2.5ml/day. The MFR had no explanation for this. The patient's body temp. Was elevated. Her basal temp. Was 99.6 degrees. The facility nurse stated she would contact the MFR with the next scheduled refill info on approx. 8/28/97. Additionally, she stated that the patient is experiencing no other problems with her therapy and is in good pain control. On 9/3/97, the MFR's rep. Was informed by the facility's nurse that the home health nurse was following this patient and that they did receive a call from the MFR's clinical rep. The MFR's clinical rep. Recommended that the patient be placed on oral meds and that the device be emptied and filled with saline for one week then emptied agains. The facility nurse also stated that the patient was contacted with these recommendations and they were waiting to see what he wanted to do. At that time, the patient was still being monitored. On 9/11/97, the facility's nurse informed the MFR's clinical specialist via voice mail that a refill was performed 9/11/97, and the flow rate was calculated at 1.07ml/day. The device was refilled with meperidine. The MFR's clinical specialist contacted the facility nurse. The facility nurse stated that the patient rated her pain during the past week, with pfns in the device reservoir, at the same level it had been during the previous week when meperidine was in the device reservoir. The patient reported taking the same oral dose of medication. The facility nurse stated that she noted nine tiny "scab like" marks over the center septum area today (9/11/97), and that in her opinion could have been needle marks. When the facility nurse questioned the patient about the marks, she reports the patient stated she though they were from rubbing the device area. Additionally, the facility nurse stated she would evaluate this further over the next refill period. Since the device flow rate was stable over the past two one-week refill cycles, and the device flow rate is close to the flow rate of 1.05ml/day predicated for this device, the MFR's clinical specialist informed the faciltiy nurse that the complaint faile would be closed. The MFR's clinical specialist emphasized that should report any flow rate irregularity or other problems which may occur in the future, she should not hesistate to contact the MFR's clinical services. Since the device remains implanted, the MFR's investigation of this event was limited to a trend analysis and review of the device history record. A trend analysis was performed on similar incidents for this catalog number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Based on the info available and due to the unavailability of the

Event description:
The device was implanted on 03/21/1997, for intrathecal infusion of demerol (note: intrathecal infusion of demerol is not a MFR's (MFR) indication for the devices intended use). On 07/11/1997, the facility nurse informed the MFR's clinical rep that this pt had a fever for several days and had been outside in the sun. Today (07/11/1997), upon accessing the device found it to be dry. By the time the facility nurse contacted the MFR's customer svc, they had instilled 20cc of normal saline (ns) into the device and had a 20cc return. The device reservoir was then refilled with 50cc of demerol. The facility is using the MFR's refill kits and is refilling the device at 30 day refill intervals always receiving 20cc rv, today (07/11/1997) it was zero. The pt was receiving adequate pain relief with no signs of overdose. The plan of action was as follows: the device refill interval was re-calculated based upon 85% of volume of 50cc reservoir divided by 1.05ml/day (calibrated flow rate (fr) of the device) which should be a 40 day refill interval. The facility nurse stated that she would check the volumes at the 20th day (approx 07/31/1997) and perform pt teaching. The facility nurse was instructed to contact the MFR if any further problems arise. No further details were provided at this time.